Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced stimulation in the wrong location. It was also noted that the patient had shut off stim due to poor stim coverage. Since turning of the stim off the patient had soreness at the pocket. It was noted that a lead revision was planned to correct lead placement. Follow up information received noted that reprogramming was performed (B)(6) 2010; they were unable to achieve coverage along low back region. Revision was performed (B)(6) 2010. It was noted that on (B)(6) 2011, the patient had adequate coverage of left lower extremity pain; inadequate coverage of low back pain.